Manufacturer narrative:
Per tandem¿s user guide: the t:slim x2 cartridge is contraindicated for use with products other than u-100 humalog® and u-100 novolog® / novorapid® insulins. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, occlusion alarms occurred. Multiple supply changes were performed. Customer was using fiasp insulin. Tandem technical support reminded the customer that fiasp is contraindicated. Customer's blood glucose (bg) level became elevated to 540 mg/dl with a ketone level of 0.2 mmol/l. Customer was treated in the emergency room (ER) with intravenous fluids, and was released from the ER in a normal state with bg at 324 mg/dl.